Event description:
The device was returned due to motor rate ratio. There was patient involvement, but patient was not affected as it happened before treatment started. The results of the investigation found that the device had a motor rate error.

Manufacturer narrative:
H3: the device was received for evaluation. A review of the service history found no indication that the reported issue was related to any prior servicing within the review period. Visual inspection and functional testing were performed. During testing, a motor rate error was identified. The motor sensor did not accurately measure the stepper motor¿s rotation rate. The issue may be attributable to a failure of the sensor located on the main printed circuit board (pcb), an inoperative force sensor resulting in stepper motor stalling during an occlusion, or wear within the drive train components. The main pcb, worm coupling, and stepper motor were replaced to fix the issue.